Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported that at 13:00 on the event date, the catheter was inserted into the patient in the operating theater. After that the patient was moved to the intensive care unit. At 16:00 o the same day, the power supply mode was changed to battery mode. After the pump was changed over to battery mode, the pump alarmed and shut down. The pump was rebooted, however the alarm rang continuously. As a result, the pump was exchanged.